Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the left ventricular lead was difficult to position. The lead was not used and a new lead was implanted. The patient was stable post procedure.